Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4). Note: manufacturer contacted customer on 3/28/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that they received replacement product but didn't used it yet. They have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 163, 244, 184 and 219 mg/dl. Customer also stated that truemetrix meter was reading different than her husband's meter; actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 105 - 122 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2018 she had obtained a result of 210 mg/dl fasting using the truemetrix meter and that her daughter had then driven her to the hospital. Customer did not remember what her blood glucose test result was at the hospital, only that it was high. Customer was diagnosed with hyperglycemia and was administered insulin. Customer was discharged the same day with the recommendation to follow up with her pcp. Customer stated that at the hospital the truemetrix meter read more than 35 points difference than the doctor's results; actual meter to meter comparison results were not provided. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is three weeks. The meter memory was reviewed for previous test result history: (B)(6).